Manufacturer narrative:
Based on the claim against the product by the customer noting the fenestrated bipolar forceps instrument did not move/articulate properly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have multiple input disks broken. Input disk #5 was found broken into pieces inside of the housing. Hairline cracks were found on grip input shaft #6 and #7. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to use and reprocessing conditions. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the fenestrated bipolar forceps instrument did not move or articulate properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.